Event description:
It was reported that the marker was stuck while trying to remove the device. When the marker was finally removed, the end was sheared off. The piece was retrieved when the probe was removed from the breast. No pt consequence occurred.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.